Event description:
The facility reported a colleague infusion pump with "service code 810:11 found in the event history during pm checkout." It is unknown when or in which care area this event occurred, but occurred during biomed service. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with "service code 810:11 found in the event history during pm checkout" was resolved over the phone with the help of baxter technical support. The customer was instructed to check for clean and dry moisture, and check for air sensor calibration. The code did not repeat on power up. Therefore, the pump will not be sent to baxter for evaluation or repair. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "service code 810:11 found in the event history during pm checkout" was confirmed over the phone by baxter support personnel. The root cause of this condition was assigned to moisture in the pump head module channel. The customer was instructed to clean the pump head module channel to correct this condition and failure did not recur. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This issue is being investigated through CAPA.